Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb18, impl tapered sp 3.7mm 8m m octagon for evaluation. Visual inspection was performed. The implant has signs of use with bone debris on its external threads. The mount disengaged from the implant as intended. No damage identified. DHR review was completed for the subject lot number 63386526. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63386526 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. However, during functional testing the product functioned as intended, no problem found. Therefore, based on the available information, a device malfunction did not occur. The mount was not observed to be stuck to the implant. It functioned as intended during functional testing. The reported even was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: spb10, impl tapered sp 3.7mm 10m m octagon, lot: 2019101660. G4: premarket identification PMA/510(k) #: k011245/k002188.

Event description:
It was reported that the mount did not detached from the implants at tooth site #4 - 7. Implants were removed. Patient referred pain and discomfort. Procedure was completed.